Event description:
Reportedly, patient was hospitalized for a septic problem on his hip prosthesis. During the hospitalization, the patient had cardiac arrest then recovered but followed by a dysfunction of his pacemaker (no more pacing and interrogation impossible). It was reported that patient received external shocks to resuscitate. The device was changed and will be returned for analysis.